Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when reviewing the patient¿s symptoms recorded in the insertable cardiac monitor, multiple episodes of loss of ventricular sensing were noted. The patient was brought into the clinic to resolve undersensing episodes. Programming change was attempted; however, the device went into noise reversion. Programming change was adjusted. The patient was stable.